Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, sensing issues and high thresholds due to an apparent lead dislodgement. No adverse patient effects were reported.